Event description:
A surgeon reported that following the implantation of an intraocular lens (iol), glistenings were noticed and the patient has experienced lower visual acuities. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info. A completed questionnaire was not received. (B)(4).